Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had network failure. A technical support specialist identified that the station had been disconnected due to a network error and subsequently found that the station was back online. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mhh_a_ld01 was on disconnect mode. The customer unplugged and reconnected the device, but it remained on disconnect mode. The user was unable to log in, and the a tray on the device cannot be accessed. However, there were no delays or adverse events or injuries reported based on this event.